Manufacturer narrative:
In the process of evaluating the event and obtaining additional information in order to access the complaint. A follow-up report will be submitted upon completion of the investigation. The patient died presumably due to hypotension due to ruptured vessels and not of any fault of the icast device.

Event description:
A complex fenestration procedure was performed. After prep, fenestration and cut down, the first stent graft was deployed into the thoracic aorta and pictures were taken. Soon after the deployment of the thoracic graft, the pt's blood pressure immediately dropped and staff rushed to stabilize pt. After the pt was stabilized, the doctors quickly advanced the second stent graft to seal the endo leak. Once the second stent graft was deployed, the physicians then accessed the stomach to allow the lost blood to be drained out. Several units of blood were given and pt was stabilized. At this point, it was unknown where the endo leak originated, however, pt was stable and they continued with procedure. The first renal artery was cannulated and stented using a 6x22x120 icast stent. A 10x20mm pta balloon was then used to flare the icast into the fenestration. The physician did a run and noticed that the renal artery had ruptured or dissected. The physician decided to use a 5x38x120 icast stent to fix the rupture/dissection. The deployment of the 5x38 icast successfully fixed the rupture/dissection. The physicians continued to try and access the other visceral arteries. After several failed attempts to access other arteries, the pt again had a significant drop in blood pressure and anesthesia rushed to stabilize the pt. After many failed attempts, the pt was pronounced dead.